Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary according to the information received, the user / patient experienced the following issue with the product (05.001.601 sn (B)(6): it was reported that the device has a blocked top trigger, making reverse and alternate mode impossible. The device was functionally / visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on the assessment performed by service center germany. Following test failed according to the pre-diagnostic assessment: section 60: check for sticky triggers: fail, section 70: check function of device in ¿on¿ mode: fail, section 90: check in ¿off¿ mode with operating triggers: fail, section 100: check fwd / rev direction modes function: fail, section 110: function test in ¿fwd only¿ mode: fail, section 120: function check of oscillation angle: fail, section 140: check speed with tacho meter and power supply: fail. During the assessment it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement. Due to the limited trigger movement other test steps failed. Root cause: at this stage of investigation a clear root cause cannot be determined for the broken safety ring. Further investigation and assessment for the broken safety ring is covered under a nc in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot device history review for 05.001.601/ (B)(6): manufacturing date: 28-apr-2023 production/purchase order nr for reference: (B)(4). The device has not been previously serviced. Device history record shows the lot of 05.001.601 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device history batch null device history review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the motor device had a blocked top trigger, making reverse and alternate mode impossible. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There was no human patient involvement as the facility is a veterinary medical hospital, and therefore, the device is most likely used for veterinary purposes only.